Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary stent was used in the bile duct during a stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician began to deploy the stent and then attempted to reconstrain the stent to adjust its position. However, the stent could not be fully reconstrained. The stent was removed from the patient partially deployed. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A wallflex biliary stent was returned for analysis. Visual examination of the returned device noted that the stent had been deployed and was not returned. A kink was noted in the outer sheath at the guidewire access port. No other damages were noted. During analysis, there was no issue in movement of the outer sheath along the shaft. Based on the evaluation of the returned device, the stent had been deployed from the device and the deployment difficulties were possibly due to anatomical/procedural factors such as tortuous anatomy. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex biliary stent was used in the bile duct during a stenting procedure performed on (B)(6) 2015 according to the complainant, during the procedure, the physician began to deploy the stent and then attempted to reconstrain the stent to adjust its position. However, the stent could not be fully reconstrained. The stent was removed from the patient partially deployed. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation result: a wallflex biliary stent was returned for analysis. Visual examination of the returned device noted that the stent had been deployed and was not returned. A kink was noted in the outer sheath at the guidewire access port. No other damages were noted. During analysis there was no issue in movement of the outer sheath along the shaft. Based on the evaluation of the returned device, the stent had been deployed from the device and the deployment difficulties were possibly due to anatomical/procedural factors such as tortuous anatomy. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed and, from the information available, there was no evidence that the device was used in a manner inconsistent with the labeled indications. However, the dfu states "visually inspect the device for damage or defects" and it was reported that the device was not checked prior to use."

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex biliary stent was used in the bile duct during a stenting procedure performed on (B)(6) 2015 according to the complainant, during the procedure, the physician began to deploy the stent and then attempted to reconstrain the stent to adjust its position. However, the stent could not be fully reconstrained. The stent was removed from the patient partially deployed. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.